Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that 10 days after implant, the right ventricular (rv) lead perforated the heart wall. Another surgical procedure was performed where the surgeon opened the patient's chest to repair and reposition the lead. The lead remains in-service. It was noted that the patient was hospitalized. No additional adverse patient effects were reported.